Manufacturer narrative:
(B)(4).

Event description:
During deployment of the 6f angio-seal evolution, the suture broke between the anchor and collagen. The anchor could not be found in the patient. Hemostasis was achieved with another 6f angio-seal evolution. It was reported the patient was hospitalized due to this event.

Manufacturer narrative:
The results of the investigation concluded a fully compacted collagen fragment was tightly secured by the suture. The suture loop was intact. The anchor was not returned. The compaction marker was fully exposed. The collagen appearance and absence of bls is consistent with dry deployment. The device met specifications prior to leaving manufacturing facilities as supported by a review of the device history record. The cause of the anchor detachment is consistent with an overtightened suture loop. The angio-seal device instruction for use (IFU) cautions that once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.